Event description:
It was reported that during setup for a cori assisted case, the following message popped on the screen: "warning: internal error: the system has detected that the application unexpectedly exited. Contact customer support." They tried to restart and attempt to run kpc testing, but had the same issue and the kpc testing also failed. The procedure was performed with a backup drill, with a delay of less than 30 minutes. Since incident occurred before procedure, patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the real intelligence cori, part number rob10024, serial number (B)(6) , intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H8